Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of unspecified bd pen needles were difficult to operate and unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needle bends when placed on the pen needle, the insulin would not come out and the needle would not come out of the casing. Verbatim: from phone call on (B)(6) 2021 14:12:24: relative of consumer called back stating they have 1 sample to return. Confirmed issues that were reported in previous email and clarified that one pen needle would not come out of the outer shield and attach properly to the pen. Mk and voucher being sent. Lg (B)(6) 2021 : called to follow up and inquire about sample return however received voicemail system. Left vm with bd cares phone number for call back. Lg email received¿(B)(6) 2021 08:29:01 lg here is the following information: name of the item: bd u/f mini pen needle 310gx5mm reason for the email: the needle would not come out of the cap when my mom placed it on the pen. Also, some needles when placed on the pen were bent and the insulin would not come out. I do not have a lot number because the drug store places the needles in a bag to give to her. Thank you for your consideration in this matter. Email received¿(B)(6) 2021 08:40:13sirs:I am writing this on behalf of my mother who is vision impaired and is a diabetic and has been on insulin for a very long time.we have to purchase our pen needles because the insurance companies won't cover them for some reason.this is frustrating when we have to purchase the needles and only receive 90 day supply for the 90 days. We have had several needles that have been bent when placed on the pen.the last needle issue was that the needle would not come out of the casing. That means she had to use another needle.I am curious on what can be done for this not to happen as often as it has and if they could get covered by insurance.it seems when she was on the syringe the needles were covered.I would appreciate assistance in this."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, d0: returned to manufacturer on: 2021-03-18 investigation summary customer returned a single pen needle with a purple shield identifying it as a 5mm, 31 gauge pen needle. The outer cap was also returned. Visual inspection found no immediately observable issues with either end of the needle cannula or with the sample at large. No difficulty or resistance was encountered when removing the pen needle from the outer cover via a test pen, which also could be tightened into place on the pen needle without difficulty. The inner shield could likewise be removed from the hub without issue. With the pen needle attached to a test pen, the pen was primed and saline was pumped through the system. The saline exited the distal tip of the needle without issue. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that an unspecified number of unspecified bd pen needles were difficult to operate and unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needle bends when placed on the pen needle, the insulin would not come out and the needle would not come out of the casing. Verbatim: from phone call on 2021-02-09 14:12:24: relative of consumer called back stating they have 1 sample to return. Confirmed issues that were reported in previous email and clarified that one pen needle would not come out of the outer shield and attach properly to the pen. Mk and voucher being sent. Lg 2021-02-09: called to follow up and inquire about sample return however received voicemail system. Left vm with bd cares phone number for call back. Lg email received¿2021-02-06 08:29:01 lg here is the following information: name of the item: bd u/f mini pen needle 310gx5mm reason for the email: the needle would not come out of the cap when my mom placed it on the pen. Also, some needles when placed on the pen were bent and the insulin would not come out. I do not have a lot number because the drug store places the needles in a bag to give to her. Thank you for your consideration in this matter. Email received¿2021-02-02 08:40:13sirs:I am writing this on behalf of my mother who is vision impaired and is a diabetic and has been on insulin for a very long time.we have to purchase our pen needles because the insurance companies won't cover them for some reason.this is frustrating when we have to purchase the needles and only receive 90 day supply for the 90 days. We have had several needles that have been bent when placed on the pen.the last needle issue was that the needle would not come out of the casing. That means she had to use another needle.I am curious on what can be done for this not to happen as often as it has and if they could get covered by insurance.it seems when she was on the syringe the needles were covered.I would appreciate assistance in this."